Event description:
--

Manufacturer narrative:
A request for additional information was sent to the boston scientific crm sales representative. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that during this standard pacemaker check it was determined that this right ventricular lead had micro-dislodged. It was noted that the lead may not have been fully seated and moved slightly during the implant procedure. No patient name or serial number was provided.

Manufacturer narrative:
--